Event description:
It was reported by the customer that they were experiencing an increase in deep tissue injuries after installing the isogel air mattresses in their ICU.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which did not allege a malfunction and no apparent malfunction was found.

Event description:
It was reported by the customer that they were experiencing an increase in deep tissue injuries after installing the isogel air mattresses in their ICU.